Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/prn slm npvc leaked. The following information was provided by the initial reporter: reported to the tcm teacher that the product leaked during use; samples can be returned, with photos provided; green claims are required, and a complaint response letter and acceptance letter are required.

Manufacturer narrative:
1. According to the follow-up information, the complained sample was not damaged. 2. The customer returned 1 photo, no actual sample. The photo showed that the sample was indwelled in the patient, the pinch clamp was in the pinched state, and the blood flowed back through the extension tubing to the prn. 3. Possible causes: the patient's forced activity and abnormal coagulation function, the extension tubing was not fully clamped in the pinch clamp, and other factors might cause blood to flow back through the extension tubing to the prn. 4. DHR review and retained sample analysis were not performed as the lot number was "unknown" for this complaint. Conclusion(s): according to the follow-up information and the returned photo, the complained sample was not damaged and led to leakage, but the blood flowed back to the prn after the the pinch clamp was pinched. The root cause of this defect could not be determined because the actual sample was not received for further testing and confirmation.

Event description:
No additional information provided.